Manufacturer narrative:
The fsr observed that the occluder end cover would not close and the clip was broken. She replaced the occluder end cover assembly and pin clevis. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the occluder end cover assembly was found to be broken. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.